Event description:
It was reported that the right ventricular (rv) lead had high thresholds. The rv lead was explanted and replaced. The right atrial (ra) lead may have been compromised during the procedure as thresholds and sensing were unacceptable. The physician elected to extract the ra lead and replaced it as well. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.